Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse: inspected instrument, replaced the reagent probe (r1) mixer, sample mixer, and the r1 printed circuit board, and aligned r1 and sample mixer. Then, the cse ran quality controls and quick check tests and mix tests on r1, resulting acceptably. The cause of the discordant, falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.